Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from the reporting nurse regarding a patient who was receiving an unknown medication via an implantable pump. Indications for use, medical history, and concomitant medications were not reported. On (B)(6) 2016, during a refill procedure, it was reported that the pump could be aspirated, but they were unable to fill. According to the nurse, another nurse had used a company refill kit, proper needle orientation was confirmed, and the locked valve procedure (holing negative pressure) with a smaller (5 or 10 cc) syringe to force saline into the reservoir was attempted; the results were not successful. Troubleshooting with the reporting nurse included the suggestion to re-try the locked valve procedure, try another refill kit, and repositioning of the patient. The reporting nurse was on their way to make a second attempt following troubleshooting; the results of the troubleshooting were unknown. No patient symptoms were reported. Additional information regarding the patient's identity, pump drug details, device identification, concomitant medications, medical history, diagnosis for use, troubleshooting, causality, and resolution of the filling issues was requested, but was not received. If additional information is received, a follow-up report will be sent.